Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Mastergraft matrix 10cc kit, part number 7600310, lot number b00207773, mfg date 07/20/2011, ubd 02/28/2013. Grafton orthoblend. Tisseel sealant. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft, and the device history records for the mastergraft matrix did not reveal any non-conformances to specification which might contribute to the reported event. Also see medwatch report number 2246640-2012-00021.

Event description:
It was reported that the patient underwent a l5 s1 fusion with arthrodesis to treat bilateral l5 pars fracture with ls on s1 spondy lodesis, bilateral l5 radiculopathy and spinal stenosis. The procedure was reported to have no complications. 46 days post-op, the surgeon reports the "patient is six weeks status post l5-s1 fusion for bilateral pars fractures. The patient's symptoms are the same" may not be in the "improving category." Noted a broken s1 screw on x-ray, and requested a CT scan to evaluate. 48 days post-op, a CT scan of the lumbar spine was completed showing "the patient has undergone l5-s1 laminectomies, foraminotomies, and fusion posteriorly with bone, fixation rods and pedicle screws. The right s1 pedicle screw is fractured at the interface with the fixation rod. There is slight medial displacement of the fixation device. Small central disc protrusions at l3 and l4". The physician's notes indicate that "it looks like the head has just popped off" he does have a pretty good fusion for being only six weeks out." Potential surgery date for a revision is scheduled for 73 days post-op. 80 days post-op, the patient returns to the doctor's office with quite a bit of pain. The surgeon reviewed the CT scan with the patient. The surgeon discussed the patient's medications and offered physical therapy. Per the physician's notes, "there is starting to be a very good bony union despite how early things were likely due to the bmp use." 84 days post-op, the patient was sent to another doctor, referred by his surgeon. This doctor notes that the patient is having difficulty with pain control,and notes that the patient has refused additional surgery to repair the broken screw head. He notes that the patient has had no benefit from the surgery for the bilateral pars fracture.